Event description:
It was reported that the ventricular lead showed a gradual increase of lead impedance and the impedance was 1500 ohms. It was also reported that there was noise on the lead. The physician noted the device did not have abnormal operations and chose to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.